Event description:
It was reported that a vena cava filter that was implanted approximately 9 weeks earlier, had tilted 90 degrees or more and had a fractured and detached component. The filter had been implanted suprarenal after post op complications with thrombus in the vena cava up to the renal veins. This was an incidental find during a scheduled retrieval. The filter was removed with a loop and snare and because there was still thrombus in the vena cava, another vena cava filter was implanted. The detached component remains in the right lung base in the pulmonary artery. Patient is asymptomatic and there are no plans to remove the component at this time.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only event reported for this lot number to date. The filter was not returned for evaluation, as it was discarded by the user facility. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.